Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. Patient was asymptomatic and no electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that an alert was observed through a remote transmission and the asymptomatic patient was brought into clinic for the device interrogation. During device interrogation, an aborted shock therapy was noted due to noise from the right ventricular lead. The physician turned off the high voltage therapy and the patient will be scheduled for a lead revision.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016 due to externalized conductors. The patient did not experience any symptoms from the externalized conductors or the procedure.